Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the device was not working anymore. The recipient has been re-implanted with a new device. Due to scaring 2 channels are outside of the cochlea.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition two channels were found extra-cochlear due to a post-operative migration of the active electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The device was no longer working. The recipient has been re-implanted.